Manufacturer narrative:
The device was received partially deployed. The needle was observed to be exposed in the soft cannula. Upon opening the device, the needle was found dislodged from the slide retract. Excess material was found on the slide retract. The damage to the slide retract caused the needle to be incorrectly installed. The exposed needle can be confirmed as the cause of the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the abdomen. For treatment, the parent changed out the pod.